Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
Patient reported that on christmas day her portable was not charging correctly. She described that wasn't able to breath and the unit was not delivering enough oxygen so she called 911 and was transported to georgetown university hospital where she stayed for 7 days. She stated that they gave her oxygen and breathing treatment. She claimed that she did not have a home unit at home because her medicaid had run out. The patient has a history of copd, kidney issues and heart problems.